Event description:
It was reported that a boston scientific device was implanted. The date of implantation is unknown. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.